Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The date of event is unknown. The date entered is based on the customer's report of "(B)(6) 2020". If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre reader would not power on with button press. Customer further reported experiencing symptoms of weakness, could not get up, and was incapable of self-treating. The customer was administered a glucose injection by firefighters as treatment. There was no report of death or permanent injury associated with this event.